Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4) ¿urinary/bowel problems; undefined recurrence. Additional narrative: it was reported that the patient had a gynecological procedure in order to treat vaginal vault prolapse, cystocele, enterocele and stress urinary incontinence and mesh was implanted. It was reported that the patient had a concurrent procedure of an abdominal sacrocolpopexy, halban culdoplasty, paravaginal repair, burch urethropexy, extensive lysis of adhesions, cystoscopy, suprapubic catheterization and bladder biopsy performed during mesh implantation. It was reported that following insertion the patient experienced infection, urinary and bowel problems & recurrence. It was reported that the patient underwent mesh removal on (B)(6) 2002 & repair of rectal injury due to mesh erosion, infection & recurrence.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 1999 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.